Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients mobile power unit (mpu) kept shutting off. The hospital attempted to troubleshoot issue but was unable to find the source.

Manufacturer narrative:
Section d6a - date of implant: corrected. Manufacturer's investigation conclusion: the reported event of heartmate mobile power unit (mpu) turning off unexpectedly was not confirmed as no product was received and no additional files were submitted. The provided information indicated troubleshooting was attempted but a cause for the reported event was not found. The device was to return under the provided tracking number; however, the product appears to be lost in transit and has not been received for analysis. In the event this product does return the investigation will be reopened with further analysis. Multiple attempts were made to obtain additional information regarding availability of log files, any associated patient consequences, any associated visual or audible alarms, if the mpu had a v-lock on the ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and any additional tracking information; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 22may2024. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.